Manufacturer narrative:
The insulin pump was received with a constant motor error during rewind due to motor encoder signal out of phase. Unable to perform functional testing due to motor error alarm. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer had high blood glucose levels of 496 mg/dl and low blood glucose levels of 44 mg/dl. Customer's blood glucose level at the time 298 mg/dl. Advised insulin pump would be replaced. No additional information was provided.